Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the cs100 intra-aortic balloon pump (iabp) was having an atmospheric ref. Value that varied continuously. The offset value is out of range. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Additional information: (event site postal code:(B)(4)) additional point of contact: name: (B)(4), department and occupation: (cardiac ot, clinical perfusionist)